Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan h3: product analysis - product: 9560101, lotno: unknown although the symptoms as requested could not be duplicated/observed during the inspection at the time of acceptance, it was recommended that the product was repaired and maintained by the manufacturer just to be safe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that there was cloudiness. The image was difficult to see. There was no patient symptom reported. There were no further complications reported regarding the event.